Manufacturer narrative:
DHR review for batch #7150625 (p/n 302995): manufacturing dates: 06/23/2017 to 6/24/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement. Missing print, skewed scale and rolled scale were found during production. A quality notification was issued for skewed scale during the manufacture of this batch. Printing process adjustments were performed to address the issues and product was requalified per applicable aql. Batch 7150625 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one open 10ml packaged syringe and three empty packages were received at bd canaan plant and confirmed to be from batch #7150625 (p/n 302995). One photo was also submitted for evaluation. Based on the visual evaluation of the returned sample as well as the photo, 10ml syringe was found to have skewed scale. The printed scale does not run straight along the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Skewed scale is most likely a result of barrel feed issue during the printing process which was noted in quality notification stated in DHR review. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were defective scale markings on the bd syringe 10ml luer-lok¿ tip. There was no report of injury or medical intervention.